Manufacturer narrative:
Patient information was unavailable from the site. Product is class I for us regulations and does not require a 510(k) designation. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The end cap was broken off due to repeated impact on the handle. Otherwise, the handle accepted instruments without issue and the ratchet functioned normally in all three positions. The reported event was confirmed. The most likely cause of the report was excessive hammering to the device during use. The device was replaced to resolve the issue. The issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the back end of the ratcheting handle instrument broke off. The medtronic representative reported the surgeon was hammering on the handle instrument when the end came off. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacture date provided.